Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an interruption of power to the mobile power unit (mpu) was confirmed via the submitted log file. The log file captured a low voltage hazard alarm on (B)(6) 2021 from 23:33:55 to 23:33:58 due to a temporary loss of ac power while connected to the mpu. The alarm resolved when power from the mpu was restored. The system controller backup battery supplied power to the system without issue during the loss of external power. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for evaluation. Additional information provided stated that the interruption of power to the mpu was due to a loss of power to the home. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mpu, serial number (B)(6) , was shipped to the customer on 03jan2021. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, and heartmate 3 instructions for use (IFU), rev. C, under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis revealed double power cable disconnect alarms. The disconnect was not long enough to cause a no external power alarm to occur. This occurred while the ventricular assist device (vad) was attached to the patient's mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) did not have a v-lock connector on the ac power cord at the time of the event but the patient was provided with one on 08dec2021. It was also reported that the loss of power to the mpu was due to a loss of power.